Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope produced no image. This occurred during preparation for a therapeutic procedure. The intended procedure was completed and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a damage on the charged couple device and because the electrical contact of the video connector was shaved. The following were found as well: loss of water tightness due to a crack on the video connector, a dirty switch #1 and universal cord, a chip on the bending section cover adhesive, a deformed bending tube, a dent on the bending tube. Additionally, scratches were found on the following: the bending section cover, the video connector, the video connector case, the light guide connector, the light guide cover glass, the right/left plate, the upward/downward plate, the right/left lever, the angulation lever, the universal cord protector on the control section side, switch #1, the control unit, the grip, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.